Event description:
The or was notified of the biomet urgent medical device recall of certain low profile self tapping bone screws. A letter from biomet advised that this patient had one of the recalled screws, which had been implanted weeks prior during hip surgery.